Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did not exit. Customer states they have another infusion set for testing. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer states the insulin pump did not alarm no delivery with manual prime. The product will be returned for analysis.